Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00928, 3005168196-2017-00929, 3005168196-2017-00931, 3005168196-2017-00932.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and three penumbra smart coil detachment handles (sch1s). During the procedure, the physician successfully deployed and detached multiple smart coils using a non-penumbra microcatheter. The physician was then unable to detach the last two smart coils, despite using three different sch1s; therefore, the smart coils were removed and the procedure ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil detachment handle (sch1). Conclusions: evaluation of the device revealed the embolization coils were detached and the handles all tested within specification. This difficulty detaching is likely a result of the significant vessel tortuosity and disease, as was reported in the complaint. If the vessels are extremely tortuous, friction may build up in the hypotube of the smart coil pusher assembly, overcoming the force produced by the detachment handle. Further evaluation revealed pet lock separation and multiple kinks on each pusher assembly. The pet lock separation indicates that a pull force was applied to the proximal end of the pull wire, typically in an attempt to detach the coil. These kinks were likely incidental and occurred during packaging for return to penumbra facilities. Further evaluation also revealed similar bends present on the distal length of both returned pusher assemblies. This is likely due to these distal pusher segments being positioned within tortuous anatomy. This further supports the tortuous anatomy likely contributed to the inability to detach the embolization coil. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and detachment handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00928, 3005168196-2017-00929, 3005168196-2017-00931, and 3005168196-2017-00932.